Manufacturer narrative:
Common name: dtl adaptor, stopcock, manifold, fitting, cardiopulmonary bypass. Product code: dtl. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the plastic tube of the high pressure tubing was dissociated with the metal part of the device. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.